Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 51 year old male patient presenting for high risk percutaneous coronary intervention using the impella cp optical for hemodynamic support. The physician noted a concern of limb ischemia distal to the device's repositioning sheath, therefore, a fem-fem bypass was performed.